Event description:
It was reported that, "the pt heard a pop on the evening of (B)(6) 2010 and was taken to the hosp. Tests revealed that the ceramic head ball was fractured." The sales rep reported that the revision surgeon said, the acetabular shell was too vertical. There was very poor positioning of the cup. There was increased wear on superior lip of cup. The poor positioning of the cup caused the fracture. Severe wear shows that this has been effecting the implant for a long time and that the pt should have noticed symptoms and reported to a physician much sooner."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR# 2249697-2011-00138.